Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient was in stable condition.